Event description:
It was reported that during a breast biopsy in 2007, a plastic piece of the marker broke off the device into the pt's breast. The physician was unable to retrieve the plastic piece. The pt had surgery in june and the plastic piece was removed from the breast.

Manufacturer narrative:
.